Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis of a suspected bleeding duodenal ulcer. According to the complainant, during the deployment of the resolution clip, the outer sheath was difficult to pull back, but the clip was placed successfully; they feel that the sheath was difficult to pull back due to a retroflex scope position. However, the ulcer began to actively bleed. They are unsure if the bleeding began because the ulcer bed was disturbed, if the clip caused it, or if it spontaneously started to bleed. The patient was referred to surgery. The patient has come out of itu and is recovering in the ward.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been implanted of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.